Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected event and facility report date. Evaluation summary: (B)(4): catheter separation and damaged at implant. Catheter received in three pieces (handle end not returned). Catheter separated at approximately 20cm, 25cm and at 39.5cm from the distal end. The catheter shaft exhibits considerable chatter and radial cracking prior to breaks. After the final break, slitting technique improved or a new slitter was used because chatter not present distal to break. The slitter was not returned.

Event description:
It was reported that the delivery catheter broke unusually during slitting. The physician had a lot of problems removing the catheter. No patient complications have been reported as a result of this event.